Manufacturer narrative:
H11: a livanova field service technician was dispatched on site and confirmed the issue. The affected unit was replaced with a new one, and no further issues have been reported since the replacement. The involved gas blender was manufactured in 2024, and according to the analysis of the complaints database, no further events related to this unit have been reported in the past neither an adverse trend has been detected by statistical analysis. Based on the investigation's results of previous similar events, this kind of malfunction can be caused by: improper hospital gas supply (a minimum pressure of 2 bar per connection should be observed. Indeed, input pressure too low can cause a discrepancy in the target and actual values, leading to the reported issue); a missed gas blender warm-up phase (user error); defective gas blender's component (gas mass flow controllers and relative flow sensor). Based on the collected information and considering that the issue was solved by replacing the device, an improper gas supply and a missed gas blender warm-up phase can be ruled out, thus the issue can be traced back to a defective gas mass flow controller and flow sensor.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the electronic gas blender. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during a procedure, the actual gas flow in the electronic gas blender is not stable. There is no report of any patient injury.